Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report numbers 2032227-2015-47729 and 2032227-2015-47838. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Company representative reported via email that she spoke to the customer and the customer stated that he has been experiencing air bubbles in the reservoirs causing his blood glucose level to fluctuate. Customer declined transfer for assistance. The customer was called back to gather the details. The customer reported that he constantly gets air bubbles in the reservoir and has to disconnect every morning and purge the air bubbles out. Customer declined troubleshooting as he did not have bubbles at the time of the call.